Event description:
Boston scientific received information that there were concerns that this pacemaker was depleting prematurely. Boston scientific technical services (ts) reviewed data provided which revealed that this product was exhibiting a performance anomaly and replacement was recommended. No adverse patient effects were reported.

Event description:
Additional information suggests that this patient underwent a revision procedure and this product was explanted and replaced.

Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was interrogated and found to be in safety mode. Detailed analysis was performed and the cause of the premature battery depletion and the higher than normal hydrid current was unable to be determined. Analysis results were inconclusive.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.